Event description:
Ent to bedside for first trach change. During preparation ent team able to inflate pilot balloon but unable to inflate cuff. Trach sequestered in apsm office. Product information: pediatric bivona flextend 3.5 tts cuff, lot# 6017570, ref# 67pfss35. Manufacturer response for tracheostomy tube, pediatric bivona flextend 3.5 tts (per site reporter). Notified rep on [redacted date] about product.